Event description:
A ventilator was returned to the manufacturer due to an allegation the device alarm sound was unusual, and the device screen blacked out and no airflow was delivered. There was no harm or injury reported. During the evaluation the unusual alarm sound was found to be caused by the buzzer alarm, which is different than the speaker alarm sound. No malfunction of the alarms was observed. The device's downloaded event log was reviewed and an alarm indicating a communication failure between the system board and display board was observed. This may have caused the device to reboot, causing the screen to black out and the airflow to stop. The device's system board and display board were replaced preventatively to address the issue.